Event description:
A customer contacted beckman coulter inc. (Bec) regarding a false positive troponin (accutni) result within the risk stratification range generated by the access 2 immunoassay system for one patient. Repeat testing produced results within the normal reference range. The erroneous results were reported outside of the laboratory. It is unknown whether there was any change to patient treatment with regard to this event.

Manufacturer narrative:
No specific patient, sample collection/centrifugation or system data was provided by the customer. A field service engineer (fse) went on-site (B)(4) 2011 and verified hardware and did not note any issues. Per fse, issues with specimen mixing or centrifugation could be connected with this event.